Manufacturer narrative:
The device will not be returned as it was discarded; therefore, the event cause could not be determined. Correspondence has been sent out for additional information. Once the information has been received and investigation completed, a supplemental report will be submitted.

Event description:
Medtronic received information that the medtronic implant coil could not be detached. Prior to the event, the sl-10 microcatheter was delivered to embolize the sinus pack and the shunt vessel 5-6mm point. The first coil was advanced to the shunt point of ostium. At that point, an attempt was made to detach the coil and it could not be detached with the instant detacher (ID). Only one attempt was made with the ID before attempting to detach the coil with the manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use). This also failed so the coil was removed from the patient. A new prime coil was used and detached successfully with the same ID. After that, 26 more medtronic prime coils were implanted without any problems to complete the procedure safely. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an arteriovenous malformation (avm). The lesion was located in the eloquent area. The blood flow was normal and the vasculature was moderate in tortuosity. There are no images for review. Only one detachment attempt was made with the ID and once with the manual method. Physician did not attempt to use a different ID. The ID will not be returned and the coil was discarded.